Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 479 mg/dl while wearing the pod between 4 and 24 hours. The patient reports administering multiple boluses and applying a new pod. Once at the hospital the patient had blood work performed. The patient received manual insulin injections. The patient was prescribed glucose pens. The patient was discharged from the hospital after 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.